Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Battery compartment is missing, as well as all knobs. Battery compartment opening in the case is damaged. Upon inspection, it was noticed that the battery compartment is missing. This would account for the electronics not working. All the knobs on the device are also missing. The reported complaint was confirmed. The root cause of the reported issue is multiple components missing or damaged due to impact. All missing or damaged parts will be replaced. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that an electronic failure occurred. The case was damaged and missing knobs. It was further reported that the failure of the electronics was discovered during preventative maintenance (pm) testing and not during patient use. No patient involvement.